Event description:
The resident allegedly cut their leg on the side of the bed. The cut allegedly required 6 stitches to close. The facility could not locate any sharp edges on the bed.

Manufacturer narrative:
No RMA was issued for the return of the device. A photo of the area that caused the cut, was provided via (B)(6). The area did not show any sharp edges. The reporter from the facility also stated there were no sharp edges present on the bed. The medical condition, stability or medication regimen of the consumer is unknown. It is unknown if the consumer needed assistance getting into and out of the bed.